Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The pt reported that pt was unable to get results from the pt's meter. The meter allegedly was prompting "clean test area". There was no result obtained from the meter. There were no results reported from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The pt reported that the pt had a stroke two weeks prior to using the meter.